Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was reported that the hemostatic valve on the sheath was not functioning appropriately. When aspiration was attempted during product preparation, appropriate sheath management was not possible. The valve of the sheath was thought to be the issue as it was allowing air to pass, and proper suction could not be obtained. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis as it was discarded.